Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, there were several issues going on during the case. First, the black loads would only partially fire, but on the 3rd reload the firing sequence was complete. It was also reported that the loading units used had difficulties unloading from the adapter. Lastly, when the surgeon would fire the reload, then open/straighten the device, it would articulate on its own. He would then straighten it out again and remove it from the trocar. They had to change the device to complete the case. There was no patient injury.